Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the foot switch of the sternak saw does not work. Per the customer , the switch inside was defective. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.